Event description:
A malfunction occurred on the customer's pump, displaying malf 12 as the malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance for resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the problem reappeared.